Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209439072, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that after the implant procedure was complete, impedances were measured and were high on all values. The wound was opened and it was clear that the lead was not in the correct location within the implantable neurostimulator (ins), even though it was checked prior to the initial closure of the wound. It seemed the lead was inserted correctly and then came loose. The ins was unscrewed and the lead was reinserted. The issue was resolved.